Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a disconnected mode icon. A technical support specialist followed with customer and confirmed that the information technology department rebooted the server to resolve the issue. The system functioned as intended after the information technology department troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system did not allow login to the server, preventing user from removing the required medications with no pro long delays. The customer stated that they able to manage to get medications from different station as a work around. There were no adverse events or injuries reported based on this event.